Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they fell asleep and next morning they were in hospital due to high blood glucose level on unknown date. Customer reported shakiness or lethargic. Customer¿s blood glucose level was 970 mg/dl. Customer reported that they were using auto mode at the time of incidence. Customer wanted replacement of insulin pump. Customer reported since pervious days they using manual injection. The insulin pump will be returned for analysis.